Event description:
It was reported that the 9800 system presented low ma errors. It was noted that the customer replaced the batteries and still having same issue. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.